Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported crack and leak to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). During prep, it was reported that the hemostasis valve of the steerable guide catheter (sgc) was cracked, and a leak was observed. The sgc was not used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.